Event description:
Follow up information reported that the high impedances (>4000 ohms) were seen on electrode combinations of #0-1, 0-2, and 0-3 when run at 1.0 volts. The physician had scheduled a lead revision procedure for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pq91, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported patient had several recent falls. The patient experienced return of symptoms. The company representative checked impedance and it showed several configurations out of range (0 and 1), (0 and 2) and (0 and 3). The representative moved the patient to a configuration which was within range and the patient reported good sensory response. It was noted that issue was not resolve at the time of this report. There was no surgical intervention reported. The patient's indicator was for gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.